Manufacturer narrative:
Evaluation summary to follow.

Event description:
The physician reported that the shieldwire and fx catheter were difficult to pass through the triactiv tuohy while using the triactiv fx system during a stenting procedure. The tuohy was fully opened which resulted in a lot of blood loss. Since the flush catheter was unable to be advanced, the extraction occurred using the flow control and guide catheter. The pt did not have any adverse events or prolonged hospital stay. The pt was discharged in 2006.